Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A receiver charge test was performed and failed due to a defective battery. A receiver boot test was performed and passed. Functional tests were performed and the initial battery test failed. An internal visual inspection was performed and passed. The receiver log was downloaded and reviewed finding error related to the complaint. The allegation was confirmed. The probable cause was determined to be a defective battery. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver initialized without a manual restart occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.